Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned on 04/10/2018 for evaluation. The device was visually inspected, and no defect was found. Functional testing was performed, and the test passed. Paring test was performed and pass. Performed share log return and no data was found on the share tool. Performed a bin file analysis and failed. The reported event of a loss of connection was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. No product or data was provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A probable cause could not be determined. No additional patient or event information is available.